Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). The lower shaft is fractured at the center of the jaw pivot. The location and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.